Manufacturer narrative:
(B)(4) customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item #: 10-104048, item name: m2a shell, lot #: 734440. Item #: 15-105011, item name: m2a liner, lot #: 160920. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02413.

Event description:
It was reported patient underwent revision due to osteolysis and pseudotumor. The head, shell and taper were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Event was confirmed and product was returned for evaluation. Visual inspection of the shell identified scratches and wear as well as residue on the outer radius. Visual inspection of the liner identified scuffing on the chamfer along the inner radius. Visual inspection of the head identified black material on the inside of the taper as well as scuffing along the outer diameter. Sem examination revealed deposits and pitting near the taper opening as well as pitting in more proximal regions. Eds anaylsis of the chamfer and morse taper identified combinations of biological materials (c, n, o p, cl, and ca), cocrmo substrate with elevated levels of cr, mo and o in the darker areas as well as titanium. Analysis of the pitted region was consistent with cocrmo alloy with contamination of organic material. No evidence of oxidation or depletion of co was observed. Review of the device history records identified no deviations or anomalies. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.